Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Visual examination revealed several explanted mesh pieces in dry condition. No testing could be performed because there is no test available to assess the propensity of any patient to seroma, inflammation and chronic fistula formation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and mesh was implanted. Following the procedure the patient experienced, seroma, inflammation two to three months and chronic fistula. It was also reported that seroma was punctured and pieces of mesh were explanted.